Event description:
It was reported that the patient underwent a revision surgery to remove a pangea screw due to a possible allergy to nickel. It was replaced with variax.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.